Event description:
It was reported that the target lesion was located in the mid left circumflex (lcx) with moderate tortuosity, mild calcification and 99% stenosis. Pre-dilatation was performed with an unspecified 2.0 x 12 mm balloon. The xience v 3.5 x 28 mm stent was implanted and a proximal edge dissection was noted. A xience v 3.5 x 15 mm stent was implanted to cover the dissection. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.